Event description:
Reportedly, the patient was brought back to the o.r. Two days post-operatively for re-operation (open procedure) due to a leak in the gastric pouch. This was detected when a follow up upper gi was done. When patient was opened and malformed staples were found and removed. Pouch was re-created. Patient doing fine and was discharged.